Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the valve had no flow limitation which caused excessive drainage to occur causing a condition with the patient. The valve was replaced with a flow regulated valve. It was noted they couldn't confirm if the condition was caused by the valve over drainage or if it was a pre-existing condition the patient had. It was stated that it was unknown whether any environmental/ external/ patient factors that may have led or contributed to the issue. The patient was recovering and stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was replaced on the day of the report due to it wasn't working appropriately.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, siphon, reflux, leak and pre-implantation testing. However, the valve did not meet the requirement for pressure-flow testing. There was proteinaceous debris observed on the interior and exterior of the valve. The casing of the device was bulging outward. It is unknown how or when the damage to the casing occurred. The IFU states ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿. The IFU also cautions that, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage¿. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.